Event description:
During the coronary angiography procedure, a blood leak was noted from the valve. Deformation of the countersink was also noted. The device was replaced with another introducer to complete the procedure successfully with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the coronary angiography procedure, a blood leak was noted from the valve. The device was replaced with another introducer to complete the procedure successfully with no adverse patient consequences.